Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4).

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2017, it was reported that the latch was broken. There was no alleged event. Clinical follow up was conducted to clarify any additional information about the reported event however, the customer was unresponsive. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) one time as documented in the repair reports in livelink. The last repair was may 28, 2010 where it was reported that the device needed repair and the ball detent, worn bushings, damaged comb, gears, roller, and worn side plates were replaced and the ratchet was repaired. This is not a related issue. The previous repair report for the skin graft mesher, serial number (B)(4), was reviewed and noted no related non-conformance, requests for deviation (rfd) or any other issues with the repair. The previous repair report review found no issues with the device after repair and all verifications, inspections and tests were successfully completed. Initial qa inspection of the skin graft mesher on march 14, 2017 revealed that the ratchet handle was galled at the end of the roller and could not be pulled off. The ball detents were turned in too far and it was not lined up with the end of the roller. The comb was damaged on the end and the side plates were gouged. The calibration could not be tested and test mesh could not be performed due to the condition of the roller. No cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical on march 14, 2017 which included replacement of the roller, worn bushings, worn side plates, damaged comb, gears, damaged hardware, and repaired the ratchet. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event ¿the latch was broken¿ was non-verifiable since during initial inspection there were no issues with the latching pins. The reported event was non-verifiable since during initial inspection there were no issues with the latching pins. The reported event was non-verifiable since during initial inspection there were no issues with the latching pins, hence, a root cause cannot be determined. There were no other issues with the device. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer.

Event description:
It was reported that the handle latch was broken. Investigation results revealed that the comb was damaged on the end. No adverse events were reported as a result of this malfunction.